Event description:
It was reported that "upon final tightening the surgeon could not get the anti-torque key seated correctly. He proceeded to final tighten and while doing so, the head appeared to splay and the blocker continued to advance never getting to 12 nm. At this point, I observed that the screw appeared to be compromised and asked the surgeon to remove the screw and replace it. Upon removing the screw, the head disassembled from the shank."

Manufacturer narrative:
Add'l info has been requested and if made available, this will be reported as supplemental. Method, result and conclusions will be made available following an engineering eval.